Manufacturer narrative:
Explanted devices were disposed of at the facility. No explant analyses possible.

Event description:
Patient therapy started to subside. When she visited the provider, one of the leads' impedance was >20,000. Provider did a kub, saw one of the leads was broken ((B)(6) 2025). (B)(6) 2025-provider explanted both leads and battery. Battery was changes as she has regular battery exchanges every 2 years and her average battery change time was coming up in 3 months.

Manufacturer narrative:
Trying to get explanted broken device returned for analysis.